Manufacturer narrative:
The review of provided data confirmed the reported issue: the high atrial impedance, the poor atrial sensing and atrial capture (pacing) issue. The reported measurements once the atrial lead was disconnected from the subject pacemaker couldn¿t be verified and x-ray before the explantation procedure was not provided. The recorded atrial rate is faster than 300 bpm and marker chains and egm show fast atrial oversensing leading to 706 mode switches episodes from (B)(6) 2024, the device was 96% of the time in mode switch (fast atrial rate). During the in-clinic follow-up on (B)(6) 2024, the p-wave amplitude is low (1,3 to 1,6 mv), the atrial pacing threshold cannot be measured and hasn¿t been measured since (B)(6) 2023. At the end of the follow-up, the device was programmed in vvi mode and a warning was displayed for atrial impedance > 3000 ohms. Since the subject device has been implanted for 5,5 years, a connection issue can be excluded and the main root-cause is an issue on the atrial lead, most probably an atrial lead fracture since the atrial impedance is high when measured, non-physiological and almost permanent atrial deflections are recorded in egm and marker chains. The atrial lead issue may be intermittent, depending on the patient position. The device history report has been reviewed: the device was manufactured and delivered according to all applicable procedures. The subject device has been investigated upon reception: normal pacing and sensing, the atrial lead impedance is correct at 580, the electrical contacts between the inserted lead and the outputs of the electronics are good, the visual inspection of the atrial setscrew showed that there was no obstacle during the implantation period, three correct tightening lead marks were observed on the screw: the atrial lead had been correctly connected. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly (case received from bfarm), there is loss of sensing and pacing on the atrial lead and the atrial impedance is > 3000 ohms. Indication for revision surgery. After disconnecting the atrial lead from the device, the atrial lead showed normal readings, so of a connector problem in the atrial canal is suspected. The lead was implanted externally in 2014. In 2018, the pacemaker was replaced by the subject reply dr. Investigation on the reply pacemaker is requested.

Event description:
Reportedly (case received from bfarm), there is loss of sensing and pacing on the atrial lead and the atrial impedance is > 3000 ohms. Indication for revision surgery. After disconnecting the atrial lead from the device, the atrial lead showed normal readings, so of a connector problem in the atrial canal is suspected. The lead was implanted externally in 2014. In 2018, the pacemaker was replaced by the subject reply dr. Investigation on the reply pacemaker is requested.

Manufacturer narrative:
The review of provided data confirmed the reported issue: the high atrial impedance, the poor atrial sensing and atrial capture (pacing) issue. The reported measurements once the atrial lead was disconnected from the subject pacemaker couldn¿t be verified and x-ray before the explantation procedure was not provided. The recorded atrial rate is faster than (B)(4) bpm and marker chains and egm show fast atrial oversensing leading to 706 mode switches episodes from (B)(6) 2024 to 14 (B)(6) 2024, the device was 96% of the time in mode switch (fast atrial rate). During the in-clinic follow-up on (B)(6) 2024, the p-wave amplitude is low (1,3 to 1,6 mv), the atrial pacing threshold cannot be measured and hasn¿t been measured since (B)(6) 2023. At the end of the follow-up, the device was programmed in vvi mode and a warning was displayed for atrial impedance > 3000 ohms. Since the subject device has been implanted for 5,5 years, a connection issue can be excluded and the main root-cause is an issue on the atrial lead, most probably an atrial lead fracture since the atrial impedance is high when measured, non-physiological and almost permanent atrial deflections are recorded in egm and marker chains. The atrial lead issue may be intermittent, depending on the patient position. The device history report has been reviewed: the device was manufactured and delivered according to all applicable procedures. The subject device has been investigated upon reception: normal pacing and sensing, the atrial lead impedance is correct at 580, the electrical contacts between the inserted lead and the outputs of the electronics are good, the visual inspection of the atrial setscrew showed that there was no obstacle during the implantation period, three correct tightening lead marks were observed on the screw: the atrial lead had been correctly connected. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly (case received from bfarm), there is loss of sensing and pacing on the atrial lead and the atrial impedance is > 3000 ohms. Indication for revision surgery. After disconnecting the atrial lead from the device, the atrial lead showed normal readings, so of a connector problem in the atrial canal is suspected. The lead was implanted externally in 2014. In 2018, the pacemaker was replaced by the subject reply dr. Investigation on the reply pacemaker is requested.

Manufacturer narrative:
As of today, the expertise of the returned subject device doesn't show any issue. An atrial lead malfunction is highly suspected. More advanced investigation will be performed on the recorded signal in the subject device.